Event description:
It was reported by service report that the scale was not accurate. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: scale required calibration. Conclusion: scale calibrated and returned to service.